Manufacturer narrative:
Medwatch #mw5083661.

Event description:
User facility received medwatch report that stated that approximately 2 inches of plastic sheath was missing during the use of the tunneler. It appeared the 2-inch section separated and dislodged from the sheath during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during an implant procedure after the physician tunneled from the lead insertion site to the ipg pocket site, the sheath was unable to be located. After passing the tunneling tool back through approximately 4 inches of the sheath was no longer visible. The physician opted to leave the remainder of the sheath in the patient.